Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "function keys are not working". (2) health impact: no health consequences or impact and no clinical signs, symptoms or conditions, were reported.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Manufacturer narrative:
It was reported that the hard keys were not working on the device during ventilation of a patient. The patient was moved to another device. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective ffc (flat flexible cable) and display front complete. After replacing the ffc (flat flexible cable) and display front complete, the device was released back into use.